Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v072754, implanted: (B)(6) 2008, product type lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 11-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the system was removed in 2009 because it is not working.